Manufacturer narrative:
Reported event was confirmed by review of x rays provided. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the humerus component with respect to the glenoid component. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial left shoulder arthroplasty. Subsequently, was considered for revision due to dislocation. Attempts have been made and no additional information was available from the event.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown baseplate, unknown; unknown stem, unknown; unknown poly liner, unknown. Multiple MDR reports were filed for this event, please see associated reports:0001822565-2019-03157, 0001822565-2019-03159, 0001822565-2019-03160. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient's left shoulder is indicated for revision due to unknown reasons on an unknown date. Attempts were made to gain information, however no additional information was made available.